Manufacturer narrative:
Device was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: turn-to-lock drill guide for 2.4mm drill bit (part # 03.615.030, lot # unknown, qty #1) drill bits (part # unknown, lot # unknown, qty # unknown).

Manufacturer narrative:
PMA/510k: 1 unknown guide/compression/k-wires. Part and lot number are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgical procedure on (B)(6) 2017, when the surgeon was using kirschner wire with a stryker small battery drill, he didn't advance the kirschner wire properly. The pre-operative diagnosis was anterior non-union and levels operated on were c2-c6. As the power was applied the friction between the kirschner wire and drill guide got so hot that it caused the kirschner wire to weld to the drill guide. The drill guide was removed and no fragments were generated. Another set was available to complete the surgery. There was no surgical delay and the patient outcome was stable after the surgery. This report is for 1 unknown guide/compression/k-wires. This is report 1 of 1 for (B)(4).